Manufacturer narrative:
(B)(4).

Event description:
An infection at the back incision site was observed. The physician had catheter replacement in mind at the start of the surgery but seeing that there was no anomaly in the catheter around the anchoring, performed debridement of the area and left the catheter in service. The device system was used to deliver gabalon. A f/u report will be sent if add'l info becomes available.